Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device will not be returned. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified unspecified coronary artery. Pre-dilatation was performed several times with a 2.0 x 10 mm non-abbott balloon and a 2.0 x 15 mm unspecified balloon. A 3.0 x 18 mm xience xpedition stent delivery system was being advanced through a non-abbott guiding catheter when a stent strut fractured. A 2.75 x 18 mm xience stent was successfully deployed and post dilatation was performed with a 2.75 x 10 mm unspecified nc balloon catheter to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Event description:
Subsequent to filing the initial MDR, the following information was received: no resistance was felt advancing the xience xpedition through the guiding catheter.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent break (fracture). There is no indication of a product quality issue with respect to manufacture, design or labeling.